Event description:
It was reported that this right ventricular (rv) lead recorded low out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that the out-of-range values had been present for over a year, while all other system measurements remained within normal limits. Ts suspected a possible insulation breach on the lead and recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service.